Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they were having pain down their leg so they will evaluate the patient on (B)(6) 2018. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp). It was reported that the patient noticed the pain after going through security at a baseball game. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a normal bmi <(><<)> 25. Actions/interventions taken to resolve the pain down the patient¿s leg included replacing the device without improvement and programming around the pain. No further complications were reported/anticipated.